Event description:
A commander guidewire tip fractured and was not able to be retrieved during an interventional cardiac cath procedure. The tip was secured against the wall of the artery tip, the procedure took longer than was expected.